Event description:
Additional information was received that the model/serial number combination of this lead is (B)(4). This lead remains implanted and in service. No further issues were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that a high shock impedance measurement was received. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.